Manufacturer narrative:
There was/were 1 case(s) with no sample received for evaluation, a result code of operational problem and a conclusion code of device not returned. There was/were 1 case(s) with a sample received for evaluation, a result code of manufacturing process problem and a conclusion code of manufacturing deficiency. There was/were 19 case(s) with no sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of device not returned. There was/were 4 case(s) with a sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of device not returned. There was/were 7 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of operational context caused or contributed to event. (B)(4).

Event description:
This report summarizes e2000003 reported events for q4 2017. There was/were 13 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material twisted. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 6 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 4 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material.